Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a trial patient with an external neurostimulator (ens). It was reported that the patient started feeling 'terrible pain' after starting the scs trial on the same day. MRI compatibility guidelines were requested. Follow-up was conducted. Additional information was received from the manufacturer representative (rep). It was reported that the cause of the pain was undetermined. The healthcare provider (hcp) speculated the pain was caused either by the position during the procedure or patient anxiety. The patient was admitted, and intravenous drug was administered. The issue was reported to be resolved and the trial was continuing. No further complications were reported.